Manufacturer narrative:
After battery installation, device powered up with a blank display. The notification light was flashing, and the vibrator was vibrating every 3 seconds. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the display reappeared. The problem seems to be isolated to electrical board 2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated that the insulin pump was not working, it was turned off with vibrating and red light under the back arrow. Customer stated that the insulin pump was not exposed to moisture. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display did not returned after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.